Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of escherichia coli peritonitis. However; there is no documentation in the complaint file to show a causal relationship between the peritonitis and the use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency or a cycler set defect reported for this event. Per the patient¿s pd nurse, the suspected cause is touch contamination. E. Coli is the most common organism causing gram-negative peritonitis in pd patients. E coli is part of the normal flora of the gi tract, may colonize the upper aerodigestive tract and gu tract, and are widespread in the environment. The cause of e. Coli peritonitis mostly results from touch contamination. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s e. Coli peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on peritoneal dialysis (pd) was hospitalized with an infection. Additional information was obtained through follow-up with the patient¿s pd nurse. The patient presented to the emergency room (ER) with complaints of severe abdominal pain. The patient was admitted and subsequently diagnosed with peritonitis. The pd effluent culture resulted positive for escherichia coli (e. Coli). The patient was initiated on antibiotic therapy with intraperitoneal (ip) methioprim 1g daily for 21 days. The cause of the peritonitis is unknown, but the pd nurse suspects touch contamination due to the age of patient. The patient was discharged to home seven days later, and placed on continuous ambulatory peritoneal dialysis (capd) until the antibiotic therapy is completed as the patient needs assistance with the antibiotic administration. There was no reported cassette leak or other issue with any fresenius product related to this event.